Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and subsequently explanted due to unknown reason. This ra lead was explanted along with the whole system, replaced with a non boston scientific leadless model and returned for analysis. No additional adverse patient effects were reported.